Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or connection issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that 30min after the dressing change while using the renasys go device, it alarmed blockage/full canister. After manipulating the tubing the alarm resolved, but came back again. Patient stated that no drainage came through the tubing. Further troubleshooting did not resolve the alarm. It is unknown if a back-up was available nor if there was a delay. No patient harm reported. No further information available.